Event description:
The customer contacted an olympus field service engineer and reported that while preparing the subject device for use during an unspecified procedure, the device would not power up. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer checked the subject device. The reported issue (device would not power up) was confirmed and found to be caused due to issue with the power source where the subject device was plugged in. There were no issues with the subject device or power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproducible according to field service engineer (fse) and the device was not returned for inspection. The fse found the device to be working satisfactorily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.